Event description:
During knee arthroscopy, surgeon was using the device (for ablation and coagulation), and device tip broke off and was temporarily retained in the knee. The surgeon was able to visualize the tip fragments and removed the fragments with a grasper. An xray was done to verify all fragments were removed.